Event description:
It was reported need to replace display board as received an error code. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was a display board that received an error code which was not identified during the customer call. The tech support assisted with part number 49000968: board assembly, display. The customer attempted to transfer call to com for quote pricing but was unable to connect. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.